Event description:
Reporter indicated that a vns pt experienced an increase in seizures, and seizure level relative to pre-vns baseline is unk. Follow-up with the site revealed that diagnostic tests showed high lead impedance. It was reported that the pt had fallen recently during a seizure, although it has not been reported if this is a believed cause of the high lead impedance. X-rays were reviewed by the manufacturer and a cause of the high lead impedance was not identified in the x-rays received. Revision surgery is likely.

Manufacturer narrative:
Method- manufacturer reviewed x-rays of implanted device. Results- x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions- device failure is suspected, but did not cause or contributed to a death or serious injury.